Manufacturer narrative:
The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. The returned device was evaluated and confirmed to have sustained impact damage to the touchscreen display. No other functional issues were identified. The end-user transitioned to backup therapy following the damage. The subsequent hospitalizations were unrelated to ilet use. The complaint is being reported as a device malfunction with potential future risk.

Event description:
On (B)(6) 2025 the end-user¿s caregiver reported that on (B)(6) 2025 the ilet device display was cracked due to accidental impact and the device had not been worn since. The end-user transitioned to backup insulin therapy and was later hospitalized due to other comorbidities and unrelated to ilet use. The end-user reported blood glucose values were managed with injections, and no bg-related long-term effects were reported.